Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). The reported issue was reviewed by medtronic personnel in a software investigation. The investigation found that the software of the ablation system functioned as designed. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation, the patient was found to have a bilateral right homonymous superior quadrantanopia. It was indicated there was blurred vision in the upper right quadrant of the patient's vision. It was reported that the vision deficit does not interfere with the patient's daily living. The reported issue was found post-operative. No additional information was provided. Medtronic received information that the right homonymous superior quadrantanopia was not expected to be resolved due to the permanent nature of the condition. It was also noted that the deficit is asymptomatic.

Manufacturer narrative:
The reported issue was reviewed by a medical safety assessment team. The review found that the reported adverse was consistent with known risks of surgical procedures that utilize the ablation system. If information is provided in the future, a supplemental report will be issued.